Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 01/30/2020. Signs of clinical use and heavy amounts of blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on the tip of the cold jaw was observed to be peeled away, exposing the metal portion of the cold jaw. The detached silicone was not returned for evaluation. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw" and confirmed for the analyzed failure ¿material bent/twisted.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.